Event description:
As reported by navilyst medical's distributor in (B)(6), an end user hospital reported that an indwelling dual-lumen PICC being used for chemotherapy treatment was removed because both hubs had cracked. A new PICC was placed, and the patient's condition was reported as "stable." The used device will be returned for evaluation.

Manufacturer narrative:
This investigation is on-going as the used sample is expected to be returned for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted.